Event description:
The st. Jude medical phoned to report that the patient received inappropriate therapies as a result of noise. Noise was noted on both the atrial and the ventricular channels. However, the noise was only sensed by the device on the ventricular channels. The noise was noted to be predominantly focused around the intrinsic qrs complex.